Event description:
I had to have the essure coils removed after they did damage in my body. Unfortunately because it took my doctors time to figure out the problem I was not able to be in any bayer lawsuit I'm very upset I'm stuck with all the medical bills now. FDA safety report ID # (B)(4).